Event description:
It was reported that the patient experienced a "terrible" headache and pain on tuesday after a 2-3 hour magnetic resonance imaging (MRI). The patient's pain level had come down "a little" but was still at 8-9. Patient was taking gabapentin and valium. The reporter stated if the patient took their vicodin then "that could knock out the patient's pain." The reporter also stated that the MRI was with dye, which the patient had never had before and she was wondering if the dye had affected him. The patient saw his health care provider (hcp) on the day of the report to have the pump checked and he was to see his hcp on monday again to confirm whether pump was working again. The drug delivered via pump was dilaudid (hydromorphone).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, lot#, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).